Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 19 june 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. It was noted during deployment via electrocardiogram that the patient developed a complete heart block. It's was also noted due to difficulty experiencing positioning the valve, the valve was re-sheathed 5 times. Therefore, the 25mm navitor vision valve and small flexnav delivery system were removed and replaced with ones of the same model and size. The second valve was able to be successfully implanted on first deployment. While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp. The final non-coronary cusp implant depth was 4.5mm and the final left coronary cusp implant depth was 3mm. The length of the membranous septum is 2.9mm. There was no calcification confirmed from the annulus to the subvalvular left ventricular outflow tract. There was mild perivalvular leakage post-implant, but no intervention performed. It's noted that the complete heart block persisted after procedure. The decision was made to place a temporary pacemaker. On (B)(6) 2025, a permanent pacemaker was implanted due to the persisting heart block. There was no allegation of malfunction against the abbott device or procedure. The patient was stable at the time of report.

Manufacturer narrative:
It was reported that there was mild perivalvular leakage post navitor implant. Reportedly, the patient developed heart block during procedure that persisted after procedure. Information from field indicated that there was difficulty positioning first navitor valve and it was re-sheathed 5 times before successful implant of second navitor valve. A device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on available information, the cause of reported heart block is possibly related to operational difficulties. The cause of reported perivalvular leak could not be determined. The reported surgical intervention was a result of permanent pacemaker implant due to the persisting heart block. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. It was noted during deployment via electrocardiogram that the patient developed a complete heart block. It was also noted due to difficulty experiencing positioning the valve, the valve was re-sheathed 5 times. Therefore, the 25mm navitor vision valve and small flexnav delivery system were removed and replaced with ones of the same model and size. The second valve was able to be successfully implanted on first deployment. While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp. The final non-coronary cusp implant depth was 4.5mm and the final left coronary cusp implant depth was 3mm. The length of the membranous septum is 2.9mm. There was no calcification confirmed from the annulus to the subvalvular left ventricular outflow tract. There was mild perivalvular leakage post-implant, but no intervention performed. It's noted that the complete heart block persisted after procedure. The decision was made to place a temporary pacemaker. On (B)(6) 2025, a permanent pacemaker was implanted due to the persisting heart block. There was no allegation of malfunction against the abbott device or procedure. The patient was stable at the time of report.